Manufacturer narrative:
Correction: upon clarification, the device was not reported to have a keypad issue. The product was returned with no customer reported condition. Therefore, the device is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a defective keypad. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: (B)(6). G1: device manufacturer address 2: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.